Event description:
It was reported that during a lap cholecystectomy procedure, the teflon pad became displaced on the inactive pad approximately 10 minutes into the case. The pad is still present on the shear. No pt consequences were reported. Another device was used to complete the procedure.

Manufacturer narrative:
Date sent: 11/12/2008. Info anticipated, but unavailable at this time.